Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) of over 500 mg/dl. A manual injection was administered to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.